Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was scheduled for a full revision due to high lead impedance and increase in seizure activity. Additional information received noting that the increase in seizure levels is unknown and the most recent settings were provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a full revision due to high impedance. The suspect device was discarded by the surgery facility.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date. H6 adverse event problem, corrected data: initial report inadvertently did not code f1905 and b18.